Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician indicated that a patient was sent for battery replacement due to battery depletion. However, on the patient's system diagnostic test results showed dcdc=6, impedance=high. On normal mode diagnostic, the dcdc was 7 and the impedance was high as well. The end-of-service flag was unknown by the physician. Later information from the physician's office revealed that the patient did not experience any sort of trauma or manipulation, and x-rays of the patient would not be taken before a revision surgery. The patient underwent a total revision surgery and the explanted products have been returned to the manufacturer. However, analysis has not been completed to date.